Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time.

Event description:
Pt reported after injection with unspecified juvederm voluma in the cheeks, they developed an "infection and rash" at the injection sites. The healthcare professional prescribed "antibiotics". Follow up with the injecting healthcare professional's office staff was able to confirm the pt was injected with juvederm voluma xc and subsequently treated with antibiotics. Due diligence attempts to gather additional info from the healthcare professional have been performed; no additional info has been provided at this time.